Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to issues with sensing, increased thresholds, loss of capture (loc), out-of-range (oor) high pacing impedances and noise. The lead was believed to be fractured, so a chest x-ray was taken and a noticable kink was observed. The lead was later explanted and replaced successfully. To date, no additional adverse patient effects have been reported.